Event description:
It was reported, that the burr was stuck with the wire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted, that the burr was stuck with the wire and was not resolved. Consequently, the burr was removed outside the body together with the rotawire. The procedure was completed with another of the same device. No complications reported. And there was no patient injury.